Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod for less than an hour. The pod reportedly fell off the infusion site (hip/buttocks) while sitting, causing the cannula to dislodge. As treatment, a new pod was applied.